Event description:
The following report was received from the affiliate: during a coronary intervention the 3.0 x 13mm cypher des was delivered to the distal rca; the lesion was 90 percent stenosed. While inflating the stent delivery system's (sds) balloon, it ruptured at approx 4 atms. The contrast medium and air inside the balloon traveled towards the posterior descending branch. St segment elevation occurred and bradycardia was developed. The treatment for the bradycardia is unk. When the pt recovered from the bradycardia, while the physician was withdrawing the sds, the stent dislodged proximal to the target lesion. As reported the dislodgement occurred because the proximal end of the stent was flared. The physician was unable to retrieve the stent, therefore, a ryujin balloon was inserted into the dislodged stent and the stent was implanted at a non-target site. Another cypher was implanted at the target lesion and the procedure was finished.

Manufacturer narrative:
Please note: device (lot# i1104204) is distributed outside the united states. However, it is similar to the united states product.